Event description:
The manufacturer representative (rep) reported the consumer experiencing shocking when going through security gates or theft detectors at kmart and a furniture store. It was noted that impedance measurements were not taken due not having access to the clinician programmer or patient. It was stated that the rep would contact the consumer to review turning stimulation off prior to security gates. It was indicated this was a sudden change in therapy/symptoms. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.